Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, during the night at 3:19 am, the patient experienced a seizure associated with hypoglycemia. The cgm displayed 60 mg/dl; however, the bg was 37 mg/dl. The parent was able to treat the patient with juice; emergency medical services (ems) was not requested. At the time or report, the patient as in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.